Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8300 failing sensor calibration. Technical support-- oridion module: 1. Informed customer this is most likely due to the oridion module. 2. Provided part number. 3. Recommended sending in for repair. 4. Customer will most likely send in for repair. 5. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support-- oridion module: 1. Informed customer this is most likely due to the oridion module. 2. Provided part number. 3. Recommended sending in for repair. 4. Customer will most likely send in for repair. 5. Ended call. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Event description:
It was reported by the customer that the device failing sensor calibration. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
It was reported by the customer that the device failing sensor calibration. There was no patient involvement.